Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported touch panel failure. Even if calibration was performed, operation and response did not correspond. There was no patient involvement associated with this event.

Manufacturer narrative:
The service technician confirmed the reported touchscreen failure. Although the touchscreen responded, there was significant misalignment in the lower right portion and it could not be addressed with calibration; portion of the screen other than lower right had no misalignment. Touchscreen was replaced.